Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not calibrate. The device was returned to the biomedical department from the cardiovascular procedure department prior to patient use for an unspecified reason. There were no reports of any adverse patient effects and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. Though requested, no add'l info was provided.